Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02660 and # 3005099803-2012-02661 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) within the stomach. According to the complainant, during the procedure the same issue occurred with two resolution clip devices. After the clips were locked and deployed onto the target tissue, each failed to release from its respective delivery catheter. Reportedly, both clips were able to be separated through scope manipulation. The bleed was resolved and the procedure completed after placing the two clips. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02660 and # 3005099803-2012-02661 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an esophagogastroduodenoscopy (egd) within the stomach. According to the complainant, during the procedure the same issue occurred with two resolution clip devices. After the clips were locked and deployed onto the target tissue, each failed to release from its respective delivery catheter. Reportedly, both clips were able to be separated through scope manipulation. The bleed was resolved and the procedure completed after placing the two clips. No patient complications resulted from this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly was deployed and not returned. Additionally, the control wire was kinked and the blue sheath grip was detached from the oversheath. Based on the return condition, the device could not be functionally evaluated with respect to 'clip difficult to release from the delivery catheter' while in use. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.